Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis with unistep plus delivery system was halfway placed when the nurse felt a jerk on the catheter. At this point, the stent could not be deployed any further nor could it be retrieved back into the sheath. According to the complainant, the physician removed the whole catheter together with the scope by pulling the catheter out of the working channel. The half deployed stent was near the distal end of the scope lens. When maneuvering the stent through the working channel, the stent deployed inside the channel. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Other (partial deployment). A visual examination of the returned device confirms that the outer sheath had detached at the distal end of the braided section of the shaft. The root cause of the detachment of the outer sheath is unknown. A lot history search was performed and found no other complaints against this device lot. A review of the device history record revealed no anomalies related to this event.